Event description:
Information was received indicating that while carrying out an emergency procedure on a patient using the bivona tube, the doctor tried to cuff the tracheal cannula in order to reduce the leakage. The attempt did not work as a rupture of the cuff was found.